Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary as a lot number was unknown for this incident, a review of the production history could not be completed for this specific product. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the opened sample, the stopper was found to be distorted within the syringe. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the syringe 5ml ll w/ndl sftygld 22x1-1/2 rb experienced a misaligned/jammed/insecure stopper and stopper damage/deformation. Product defects were noted prior to use. The following information was provided by the initial reporter: congestion deformation

Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: an additional PMA/510(k)# is listed for this device as k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 5ml ll w/ndl sftygld 22x1-1/2 rb experienced a misaligned/jammed/insecure stopper and stopper damage/deformation. Product defects were noted prior to use. The following information was provided by the initial reporter: congestion deformation.